Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results. The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device it was noted that the handle felt disconnected from the most distal section and the over sheath was not returned. Microscope examination was performed and it was noted that the clip had evidence of activations and the bushing had hits on its hooks. It was also noted that the bushing tabs was rounded and the clip arms were misaligned. Additionally, the clip was disassembled and not more visible failures were observed. A dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were found to be out of specification. The bushing tabs were measured and it had different measures. An x-ray analysis was performed, and it was found that the yoke was detached from the control wire. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.